Event description:
It was report to boston scientific corporation that during the procedure, a malfunction occurred with a wallflex stent delivery system. The portion of the handle that the nurse pulls toward her in order to deploy the stent actually broke from the delivery catheter during stent deployment. No portion of the stent had been deployed before breakage occurred, so we were able to withdraw the delivery system and stent, and deploy a second stent without incident. It was noted that no one was harmed.

Manufacturer narrative:
As the unit has not been returned since it was disposed of; we could not perform a device analysis. A labeling review identified that the device was used per the wallflex enteral directions for use (dfu). The potential root causes were reviewed. The result of this review indicated that the current manufacturing process controls to prevent this failure from occurring were deemed adequate. All wallflex enteral colonic 27/22x 12 230cm units shipped for the batch conformed to the preventive measures/current controls as per product specification for wallflex enteral. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Product not available for analysis.